Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 12/23/2019: a review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Concomitant devices added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
12/23/2019: updated event description: device report from synthes reports an event in japan as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for proximal tibia with the plate and the proximal 4 locking screws. On (B)(4) 2019, the patient underwent for removal surgery. During the removal surgery, the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. The surgery was delayed by 180 minutes. The patient was in her 70s and outcome was unknown. Concomitant devices reported: unknown screwdriver (part#unknown, lot#unknown, quantity 1), unknown screw part#unknown, lot#unknown, quantity 1). This complaint involves five (5) devices. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow(s): device interaction. Visual inspection: it was reported that the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. The complaint screw is broken into two pieces and the screw head remains into the plate. The item is strongly damaged and the stardrive is also strongly damaged. Functional test: due to the damages and based on the fact that except for one screw all others were able to be removed from the plate it is not possible to perform a functional test. Dimensional inspection: due to the damages the relevant dimension could not be measured. However, the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. The received condition of the screw is concordant with the complaint description and the complaint condition is confirmed. The screw broke because the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 412.123s, lot: l306121, manufacturing site: grenchen, release to warehouse date: march 01, 2017, expiry date: feb 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: ktt. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an open reduction internal fixation surgery for proximal tibia with the plate and the proximal 4 locking screws. On (B)(6) 2019, the patient underwent for removal surgery. During the removal surgery, the surgeon could not turn the proximal 4 locking screws with a screwdriver because the screw head was firmly stuck with the plate. The surgeon broke the plate, and he removed the plate with the screws. The surgery was delayed by 180 minutes. The patient was in her 70s and outcome was unknown. Concomitant devices reported: unknown screwdriver (part # unknown, lot # unknown, quantity 1). This is report 2 of 5 for (B)(4).